Manufacturer narrative:
The instrument was manufactured in may 2022, and our review of the associated device history record which indicated the functions of this instrument and blade holder are okay, and there¿s no other potential issues during the manufacturing process. The user injured her left arm when she was picking up a block to cut it, because the cutting edge of sharp blade is not covered with the red safety guard of blade holder. A customer facing letter was sent out to the customer with recommendation, to follow the detailed description in histocore biocut IFU 1v8l en.

Event description:
We are experiencing an issue with our biocut sn (B)(6) ; the blade holder is not able to lock correctly and has been reported to produce a noise when cutting blocks this has resulted in an accident with one staff member. The staff member was using the microtome and the blade holder was loose and as consequence she cut her arm. The staff member went to a&e and required stitches, glue, sterostrip and tetanus shot.